Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum build-up on the plunger clamps in the reported problem area of the pipetter assembly. The instrument was cleaned, inspected, tested without further problem, and returned to service.